Event description:
Found during routine testing. It was reported that the display was blank and the service light flashes. There was no pt associated with the report.

Manufacturer narrative:
(B) (4): medtronic verified the reported problem and replaced the system/memory pcbs assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. The replaced pcbs assembly was further evaluated by the failure analysis center and root cause was determined to be due to a corruption of the flash memory of ic's, designators u5 and u8, on the memory pcb. Manufacturer report number was incorrectly submitted for this event as 3015876-2007-00273. It should have been submitted as 3015876-2007-00644.